Manufacturer narrative:
No conclusion code available. The field complaints of premature battery depletion, low lead impedance, and rf lockout were confirmed by analysis. Visual inspection noted burn marks on the device can, battery case, the internal insulating shield as well as on several electronic components. This is consistent with external energy causing internal arcing and damage to the electronic circuitry. Bench testing on the device was performed, and sources of high current were noted. In further analysis of the battery, lithium clusters were observed, consistent with external charging. It is believed that the cause of the premature battery depletion, low lead impedance, and rf lockout were caused by external energy exposure to the device. Additional information regarding possible defibrillation exposures was requested from the field but was not available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient was brought into the clinic after the device went into radio frequency lockout. The device battery had gradually declined within an month and prematurely reached end-of-life. The pacing lead impedance on both the atrial and ventricular leads dropped to lower out of range measurements. The device was also no longer capturing. The cause of the low impedance and loss of capture is unknown. The device was explanted and replaced. The leads remained implanted. The patient condition was stable before and after the procedure. The patient will monitored regularly through merlin.